Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall: 1052693-06/13/16-001-r strip. Meter and test strips were returned. No investigation required: test strips are expired and customer did not allege product defect. Root cause: rc-074-manufacturer-processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4)¿.

Event description:
School nurse calling to upgrade true result meter. Caller is not alleging product defect. No symptoms or medical attention was reported with use of product. The test strips are expired: 05/31/2018 and test strips are part of recall. Caller was upgraded true metrix pro product line.